Manufacturer narrative:
The insertion portion of the subject device was returned ot omsc for investigation. The loop remained attached to the hook. The hook moved smoothly and the loop could be removed. The whole device was not returned to omsc and the exact cause of the user's experience could not be conclusively determined. However, omsc assumes that the coil or another part might be deformed and it caused this event.

Event description:
Olympus medical systems corp (omsc) was informed that during unspecified procedure, the doctor could not operate the handle of the subject device. The doctor did unspecified way such as cutting the insertion portion and withdrew the device from the patient. There was no report of patient injury regarding this report.